Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection revealed loose dark particulate matter approximately 0.10 inches in length in the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump tube set had particulate matter in the packaging. This was observed before use. There was no patient involvement. No additional information is available.